Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer dropped the pump. Subsequently, the pump was noted to be unresponsive. The customer's blood glucose level was 145 mg/dl. The customer connected the pump to a power source to charge however the pump remained unresponsive. Reportedly, the customer has manual injections available as alternate insulin therapy.